Manufacturer narrative:
Expiration date unknown as lot is unknown. Only the separated segment of the 0.018 wire guide was returned. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned device verifies the separation of the wire guide. The distal tip of the wire guide is intact without any visible signs of stress, the appearance of the other end is consistent with a wire that has been cut or otherwise damaged with a subsequent loss of integrity. This would tend to support the event description "the tip of the 0.018 inch wire guide (5cm) caught on the 0.035 inch wire guide, then separated". This event is most likely the result of user technique. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.

Event description:
Initial info on (B)(6) 2011. The device was used for ptgbd. When the physician was operating the wire guide of the drainage set after puncturing gallbladder, the tip of it (1cm) was separated and left in the gallbladder. The physician continued the procedure without any further treatment for the defect and placed 7.2fr drainage tube. There has been no adverse effects to the patient. Revised and additional info received on (h)(6) 2011. After 0.018 inch wire guide was inserted into access needle, the needle was removed. The 0.018 inch wire guide was inserted into introducer (3 components set-in), then 0.035 inch wire guide followed. When only 0.018 inch wire guide was removed leaving 0.035 inch, the tip of the 0.018 inch wire guide (5cm) caught on the 0.035 inch wire guide, then separated and left in gallbladder. Since the introducer and 0.035 inch wire guide were remained, the physician continued the procedure and placed 7.2fr drainage tube. On (B)(6) 2011, the tip of 0.018 inch wire guide (5cm) was removed by basket successfully. Initial info on (B)(6) 2011, there has been no adverse effects to the patient. Additional info received on (B)(6) 2011, the patient has a favourable outcome.